Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, the patient experienced infection, inflammation, pelvic pain, pain with urination, urinary retention, vaginal pain, migration, bleeding and discharge from the implant. According to the physician's office, the patient had no complications or complaints. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.